Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for a ruptured abdominal aortic aneurysm. It was reported that there was no endoleak see in the final angiography. The patient tolerated the procedure. Reportedly, the patient was able to walk after the procedure. On (B)(6) 2022, 24 hours after the initial procedure, the patient presented with pain. Decrease in blood pressure was confirmed. Contrast-enhanced computed tomography image confirmed a proximal type I endoleak. Open procedure and life-saving procedure were performed. However, the patient expired. Reportedly, the cause of death was hemorrhagic death due to intra-abdominal bleeding secondary to a re-rupture of the abdominal aortic aneurysm, caused by a type 1a endoleak. Since the patient had taken an anticoagulant, it had been possible that endoleak had been likely to occur in addition to insufficient sealing.

Manufacturer narrative:
The following additional information was obtained by gore. Preoperative CT was taken, but it was reported that it may have been difficult to make detailed planning like the planned case because it was an emergency case for ruptured aneurysm. The length of 15 mm from just below the renal artery was the treatment range of the 26 mm diameter main body (reported device). Considering that the rupture part was about 40 mm to 50 mm below the renal artery, and the vessel lumen between that part was about 24 mm to 26 mm, as a result, the 28.5mm diameter main body might had been better, reportedly. Postoperative CT appeared that the main body was placed a few millimeters below the renal artery, resulting in a shorter central neck length. (In the final dsa during the initial procedure, it was determined that there was no endoleak.)